Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. The clinical details do not mention excess force or any underlying patient condition. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided.

Event description:
The complainant reported a patient on impella cp and during support had a gastrointestinal bleed. This was treated by administering the patient subtherapeutic levels of heparin. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 revised to include additional information received from the investigation site. H6 revised to include additional information received from the investigation site. The investigation results for infection/sepsis and hemolysis are not complete. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ infection: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ g2 report source; study was missing from manufacturer device report 1220648-2024-24597.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured persistent hematuria with a "possible" relationship to the impella device used: ¿patient presented to ed with gross hematuria from foley and pelvic pain. Noted to have clots in urine as facility did not have orders to flush foley. Patient had cystoscopy with clot evacuation on (B)(6). Foley removed on (B)(6). Additionally, patient was treated for cauti (e. Faecalis, e. Coli) with 14 day course of ceftriaxone. He was also on vancomycin with eot (B)(6)." The patient recovered with no sequelae.